Manufacturer narrative:
Investigation evaluation: the report was confirmed with the four pictures provided. The first picture is a photo of the product label. The lot number and label match the information in the report. The second picture is a side view photo of the ssr device showing that the tip is missing distal to the soldered area on the device. The third and fourth pictures are photos of the ssr device angled to show the distal end of the device where the tip is missing. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is the most likely cause for the reported observation. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the soehendra stent retriever was being used off-label, a cook representative has been instructed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: the report was confirmed with the four pictures provided. The first picture is a photo of the product label. The lot number and label match the information in the report. The second picture is a side view photo of the ssr device showing that the tip is missing distal to the soldered area on the device. The third and fourth pictures are photos of the ssr device angled to show the distal end of the device where the tip is missing. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is the most likely cause for the reported observation. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a soehendra stent retriever. The patient was having an ercp done to treat chronic pancreatitis. The physician was not able to access the pancreatic duct from the major papilla. Access to the pancreas was successful by cannulating the minor papilla and accessing the accessory pancreatic duct. A stricture was identified in the pancreatic duct. The physician was able to place a .035 wire guide through the minor papilla and up past the stricture. He then decided on using a soehendra stent retriever 8.5fr (ssr-8.5) to dilate the stricture. He introduced the ssr-8.5 over the .035 wire guide and successfully dilated the stricture with the ssr-8.5. When he removed the ssr-8.5 from the scope, he noticed under x-ray that there was a radiopaqued material in the pancreatic duct. He and the staff took a closer look at the ssr-8.5 that was just removed and realized that the screw tip was no longer on the end of the ssr-8.5 and that the tip of the ssr-8.5 seemed to have been broken off. The screw tip of the ssr was left in the pancreatic duct. He then tried to remove the tip of the ssr-8.5 for 3.5 hours and was unsuccessful. He decided to leave a couple of pancreatic plastic stents in the pancreatic duct. The user is aware that what he did with the soehendra stent retriever is off-label clinical use. The patient was not symptomatic after the procedure. The foreign body is still in the pancreatic duct. The physician is still planning on the next step, he is not sure if he will endoscopically remove the foreign body or send the patient to surgery. A section of the device remained inside the patient¿s body. An attempt was made to remove the device tip, but was unsuccessful. The patient will require another endoscopy or surgical intervention due to this occurrence to retrieve the device. According to the initial reporter, the patient did not experience any adverse effects and was asymptomatic due to this occurrence.